Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. This MDR is being submitted late. An issue occurred when renewing the signing certificate for the FDA gateway. Ticket (B)(4) was completed with the esg helpdesk for this. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the circumflex artery and was accessed with a csi viperwire guide wire. The oad was loaded onto the guide wire and the physician completed five runs. Post-atherectomy angiography revealed a perforation in the circumflex artery. A balloon was inflated across the perforation for ten minutes and the perforation subsided, but was still present. The physician then resolved the perforation by deploying a covered stent. Requests for additional information have been made, but none has yet been received.